Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) investigated the unit with a black screen and no power, identified that the issue was related to an auxiliary drawer failure, and corrected it under the appropriate serial number. The fse then verified that no further errors were present and inspected all peripherals, including the keyboard, barcode scanner, and zebra printer, confirming proper operation. Final testing confirmed the unit was functioning correctly. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine had no power, and it was confirmed that the power outlet was functioning properly as other devices were operating normally. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.